Manufacturer narrative:
Device evaluation: one device was received and evaluated for the bolus button locked out < 18 clicks complaint. Device#: 053294-a was inspected, and the bolus mechanism was verified to have operated as intended. The complaint about this device in relation to the report of hyperglycemia could not be confirmed.

Manufacturer narrative:
Correction: the device evaluation for MFR report number: 1226572-2024-00003 was submitted via MFR report number: 1226572-2024-00004 in error. Please disregard the device evaluation submitted via follow-up #1 in MFR report number: 1226572-2024-00004. The device evaluation will be submitted appropriately in follow-up #1 of MFR report number 1226572-2024-00003.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted to contact type 2, dm, v-go 40, humalog insulin user for 10 years. The patient is reporting the button pops up and does not stay down. She will need to remove and put on a new device. She will also need to use a syringe insulin to bring her numbers down, since v-go is not going to administer insulin. It is suspected that the patient is reporting the needle start button released prior to 24 hours of using the v-go. Per v-go manual instructions: the start button needs to be pressed completely down into v-go until you hear a click and the button locks in place. This begins the flow of insulin. V-go delivers a continuous preset basal rate of insulin over 24 hours. If the start button does not fully depress or does not remain in the down position, v-go cannot function. You will not receive the preset basal rate of insulin. Do not use v-go if the start button does not stay down. Remove and discard that v-go. Start over with a new v-go. There are no details available if the v-go start button was pressed completely down until an audible click was heard. No information is available if the needle release button was accidentally or prematurely pressed. The patient reports high blood sugars but no number value to assess. No medical follow up or treatment was reported. V-go device is not available for collections. It is possible the v-go device contributed to the release of the start button prior to 24 hours of use. If additional information becomes available, the case will be updated.

Event description:
The patient reported that the needle pops up during use and does not stay down. The patient reported that her blood sugar was going high and she will have to use a syringe to bring her numbers down. No additional information was reported regarding the high blood sugar levels. It was reported that no device is available for return to the manufacturer for evaluation.